Event description:
Procedure type: hysterectomy. According to the reporter: the needle on the reload broke in the middle of a suture junction. Part of needle fell into pt's cavity. Fragment left in pt. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).